Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 9 years since the subject device was manufactured. Based on the results of the investigation, probable cause is likely due to the accessories or settings, but a clear root cause could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the pressure measurement is out of specification on the high flow insufflation unit. The issue was found during annual maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of pressure issues was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.